Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that approximately one month post-implant, the right ventricular (rv) pacing threshold measurements increased. There were no out of range lead measurements and the patient was being monitored at that time. Additional information was received which noted that a revision procedure was performed due to the patient's right atrial (ra) lead, and due to this rv lead having elevated threshold measurements, this lead was also explanted and replaced. No additional adverse patient effects were reported.